Event description:
During peripheral intervention, the cannula/needle was unable to be withdrawn back into the catheter. However, there was no report of pt injury.

Manufacturer narrative:
Additional info has been requested and will be submitted within 30 days upon receipt. The outback cto catheter is available for eval and testing. However, the device has not been received as of to date.